Event description:
The event is reported as: the customer alleges the device would not inflate prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device sample has been received by the manufacturer, however the investigation is incomplete at the time of this report.